Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the tubing cracked and leaked. There was no patient harm.

Manufacturer narrative:
The customer report that the tubing cracked and leaked was confirmed. Visual inspection showed no anomalies. During loading of the set's pump assembly for testing it was noted that fluid was leaking out from a small tear on the silicone segment atop the edge of the upper fitment. Further inspection showed crush marks on the ring retainer of the upper fitment. Pressure testing also confirmed the leak. The root cause of the customer's report could not be identified.

Event description:
The customer reported the tubing cracked and leaked. There was no patient harm.